Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar and ulcer are known complications of a use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for the replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2021, patient went to emergency room due to abdominal pain and ventral traction of peg tube which was resolved. Investigations of the case was carried out and x-rays were made that excluded problems related to the device. On (B)(6) 2021, wife again reported ventral traction of the peg tube, patient had no gastrointestinal symptoms. A device replacement was planned. After an unspecified period of time, the patient had a gastroscopy. The report indicated that during gastroscopy, phytobezoar and duodenal ulcer were found. The j tube was removed.